Event description:
A discordant, falsely low glucose result was obtained on one patient sample upon dilution. The initial result had been above the analytical range, but upon dilution the sample resulted lower and within the analytical range. The discordant result was not reported to the physician(s). The sample was repeated neat on an alternate advia 1800 instrument and resulted above the analytical range. The sample was then diluted and rerun on the alternate advia 1800 instrument, also resulting high. The diluted rerun result from the alternate advia 1800 instrument was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low glucose result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced the sample probe, calibrated all probes, and calibrated the heights of mixer 1 and mixer 2 and the center cuvette positions. The cse also proactively replaced pumps related to sample dilution. Performance of the glucose assay was checked on the instrument and was within specifications. The cause of the discordant, falsely low glucose result on a diluted patient sample is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.